Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 4. Gts explained that a large amount of air had entered into the disposable set and suggested the patient start over with new supplies. The patient explained that she already replaced the supplies three times. The patient explained that she called her nurse and the nurse told her to call baxter. Gts began to assist the patient in cycling power to start over with new supplies when the patient began to press several buttons. Gts asked what buttons the patient was pressing and the patient stated she had already setup with new supplies. Gts did not believe the patient replaced the supplies that quickly and the patient then elected to stop therapy and call her nurse in the morning. Product surveillance contacted the patient's nurse who explained that she attempted to troubleshoot with the patient but the patient hung up on her. The nurse stated the patient came into the clinic a few days after the error and had resumed therapy without any problems. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. A batch review was not performed as the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.